Event description:
New information reported on (B)(6) 2018 states that the patient presented in clinic for a routine check and was found to have received two unappropriate atps. The implantable cardioverter defibrillator exhibited noise and non sustained ventricular oversensing again, caused due to patient's lvad. The patient was reported to be asymptomatic. Programming changes were performed to resolve the issue.

Event description:
It was reported that the patient presented remotely via merlin.net transmission.the implantable cardioverter defibrillator exhibited non sustained ventricular oversensing. The noise was suspected to be due to external interference. The sensitivity was measured within range but was noted to have decreased. The device was reprogrammed to resolve the issue. No patient symptoms were reported and was noted to be stable throughout.